Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found the following: 1.) Entire screen black with no image; 2.) Angulation malfunction; 3.) Defects of the bending section and insertion tube; 4.) Connector defects; 5.) Irregularities on the external appearance of the ultrasonic transducer. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, rust was observed in the electrical (el) connector. It is, therefore, likely that an image was not displayed due to faulty el connector. It could not determined why there was rust on the el connector. Olympus will continue to monitor field performance for this device.